Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device had a stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. No unexpected display anomaly during testing. The device had a cracked reservoir tube lip, scratched case, and broken battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 110 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.